Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple error alarm. Customer's blood glucose level was unknown at the time of incident. Customer stated that they were able to clear the alarm but were unable to rewind the insulin pump. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 1384 and file ID 26. Unable to determine the root cause per r&d. Insulin pump alarmed pump error 43 during the rewind sequence. Motor was tested outside of the device and failed. Problem isolated to the motor assembly.